Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the bag broke prior to the case started. The used another like device to complete the case with no pt consequence. The device is available for analysis.